Event description:
It was reported that the handheld is reliable and the physician's office no longer wants it. It is unknown if any troubleshooting has been performed. The handheld is expected to be returned for analysis, but has not been received to date.

Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records of the handheld confirmed all quality tests were passed prior to distribution.

Event description:
The handheld and flashcard were received for analysis. Analysis is underway, but has not been completed to date.

Event description:
Analysis of the flashcard was completed on 06/17/2014. No anomalies associated with flashcard software or databases were identified during the flashcard analysis. The flashcard and software performed according to functional specifications. Analysis of the handheld was completed on 06/17/2014. No anomalies associated with the handheld were noted during testing using the ac adapter or the main battery with a full charge. The handheld performed according to functional specifications.